Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the black pusher thumb piece couldn't be moved at all. And it was also stated that the device pre-fired and did not fire.